Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 29 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2016). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragments of fallopian tube with essure device") in a 28 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of alcohol use, smoker, parity 1, multi gravida, skin rash, urinary tract infection, dysmenorrhea, depression, anxiety, amenorrhea, abdominal pain, taste metallic, nickel allergy, pelvic pain female and anxiety disorder. Previously administered products included: minerals nos;vitamins nos. The patient had a family history of colon cancer and endometriosis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 264 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (open diagnostic laparoscepy with bl salpingectomy and removal of essure devices with hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: bilateral radiopaque, curvilinear structures are noted within the pelvis consistent with essure devices. The uterine cavity is well delineated, and there is no filling of the fallopian tubes or spilling of contrast material into the peritoneal cavity bilaterally, indicative of satisfactory occlusion of the bilateral fallopian tubes. The proximal ends of the inner coils appear to be the within the fallopian tubes, less than 30 mm from where the contrast fills the uterine cornua. This is consistent with satisfactory placement of the bilateral essure devices. Postprocedural film demonstrates no free contrast material within the pelvic peritoneal cavity. Impression: satisfactory placement of the bilateral essure devices and satisfactory occlusion of the fallopian tubes. [Pathology test] on (B)(6) 2015: final pathojoatc diagnosis. Fallopian tbe, tubal ligation: histologically unremarkable fallopian tubes with essure preferant. Specimen: fallopian tube, bilateral. History: intermenstrual bleeding, pelvic pain. Bilateral fallopian tubes and essure," fragments of fallopian tube with eaeura device, the-fragments. Range from 2:6.28 em in length a pledes. [Pregnancy test] on (B)(6) 2015: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragments of fallopian tube with essure device") in a 28 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of alcohol use, smoker, parity 1, multi gravida, skin rash, urinary tract infection, dysmenorrhea, depression, anxiety, amenorrhea, abdominal pain, taste metallic, nickel allergy, pelvic pain female, pelvic pain female and anxiety disorder. Previously administered products included: minerals nos;vitamins nos. The patient had a family history of colon cancer and endometriosis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 264 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (open diagnostic laparoscepy with bl salpingectomy and removal of essure devices with hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: bilateral radiopaque, curvilinear structures are noted within the pelvis consistent with essure devices. The uterine cavity is well delineated, and there is no filling of the fallopian tubes or spilling of contrast material into the peritoneal cavity bilaterally, indicative of satisfactory occlusion of the bilateral fallopian tubes. The proximal ends of the inner coils appear to be the within the fallopian tubes, less than 30 mm from where the contrast fills the uterine cornua. This is consistent with satisfactory placement of the bilateral essure devices. Postprocedural film demonstrates no free contrast material within the pelvic peritoneal cavity. Impression: satisfactory placement of the bilateral essure devices and satisfactory occlusion of the fallopian tubes. [Pathology test] on (B)(6) 2015: final pathojoatc diagngsis: fallopian tbe, tubal ligation: histologically unremarkable fallopian tubes with essure preeant. Specimen: fallopian tube, bilateral history: intermenstrual bleeding, pelvic pain. Bilateral fallopian tubes and essure," fragments of fallopian tube with eaeura device, the-tragments. Range from 2:6.28 em in langth a pledes. [Pregnancy test] on (B)(6) 2015: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Surgical pathology report added. Medical history and concomitant conditions and reporter information updated. Event medical device removal is updated to device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 670 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2016). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.